Event description:
Product surveillance contacted the home patient's peritoneal dialysis registered nurse on (B)(6) 2011 regarding an unrelated complaint. During this correspondence the nurse verbalized that the patient had peritonitis. No further information was available.

Manufacturer narrative:
(B)(4). As patient discards supplies after each use, a sample was not available for evaluation. Follow up information will be submitted as it becomes available.

Manufacturer narrative:
(B)(4). The peritoneal dialysis (pd) nurse stated the patient was in the hospital for an unspecified surgical procedure and developed peritonitis. Information regarding treatment and laboratory data was unknown. The patient reported to the nurse that he had a fungal peritonitis, but the pd nurse stated she could not confirm that. The patient was switched to hemodialysis temporarily, but has since resumed pd therapy and recovered from the peritonitis. The cause of the peritonitis was unknown. The nurse stated she had no additional information because the peritonitis occurred while the patient was in the hospital.

Manufacturer narrative:
(B)(4). The root cause of the reported condition of peritonitis was undetermined. A batch review of the potentially associated lot numbers (gd883959, gd882647) revealed no exceptions during the manufacturing process. Baxter has received similar reports for the reported problem. Additional investigation is being conducted through ncr 53002.